Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a flickering screen. The issue occurred during the therapeutic procedure during sedation while the device was outside the patient. The procedure was completed with an olympus back up device. There were no reports of patient harm.